Event description:
It was reported that review of the remote transmission revealed the right atrial (ra) lead was capturing and sensing in the right ventricle. Fluoroscopy confirmed the ra lead had dislodged into the ventricle. The lead was explanted and replaced without any complications; the patient was in stable condition.